Event description:
It was reported that patient stated she has poked herself several times as the device has never once locked into the safety position. Patient states she has been doing her own disconnects for a year. No further details provided. A specific number of affected devices was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided: these ports do not always lock easily over the needle bevel. In practice, nurses typically check the safety mechanism and, if it is not fully engaged, will reposition and reattempt to ensure it is properly covered. In this situation, the patient had self-disconnected and brought the device in for disposal. When the nurse went to discard it, she sustained the needlestick injury. Patients are not familiar with ensuring the safety mechanism is fully engaged.